Event description:
The customer observed falsely depressed alinty I prolactin results for two patients. The following results were provided: all initial prolactin results listed are from on (B)(6) 2025. Prolactin (prolactin result units: ng/ml, reference value: male: 3.46-19.40, female: 5.18-26.53) sid: (B)(6), male, initial prolactin result 9.45 ng/ml, repeated on another machine 17.87 ng/ml, repeated after new calibration 19.93 ng/ml. Sid: (B)(6), female, initial prolactin result 18.31 ng/ml, repeated on another machine 33.26 ng/ml, repeated after new calibration 35.58 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
Complete entry for section a1: patient identifier: (B)(6). Complete entry for section a3a: sex: male and female. Complete entry for section e1: phone number: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the alinity I prolactin calibrator did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 72065ud00. Device history review did not identify issues associated with the customer¿s observation. In-house accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of lot 72065ud00. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I prolactin calibrator lot number 72065ud00 using reagent lot 73476ud00 was identified. This report is being filed on an international product, list number 07p66, that has a similar product distributed in the us with the same list number, and a 510k/PMA/bla number that¿s exempt.

Event description:
The customer observed falsely depressed alinty I prolactin results for two patients. The following results were provided: all initial prolactin results listed are from (B)(6) 2025. Prolactin (prolactin result units: ng/ml, reference value: male: 3.46-19.40, female: 5.18-26.53) sid (B)(6), male, initial prolactin result 9.45 ng/ml, repeated on another machine 17.87 ng/ml, repeated after new calibration 19.93 ng/ml. Sid (B)(6), female, initial prolactin result 18.31 ng/ml, repeated on another machine 33.26 ng/ml, repeated after new calibration 35.58 ng/ml. No impact to patient management was reported.